Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ as part of the manufacturing process a 100% of the units go through balloon and winding inspection process. It should be noted that the IFU contains instructions to perform a balloon verification prior to the catheter insertion process and indicate the maximum recommended inflation volume and pull force for each size catheter. The sales representative provided an in-service at the hospital (20-11-04) on the arterial embolectomy catheter-the description, catheter anatomy, indications for use, various sizing, color coding, prepping and max balloon capacity, placement and contraindications and considerations. In addition, the IFU¿s for clot management reference guide and the color-coding reference chart were left with the customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the physician was using a fogarty catheter inside of a (B)(6) year old male left popliteal artery when the balloon busted, the wire was retrieved but the tip of the balloon was not able to be located. The surgeon attempted to locate the tip by using another fogarty inside the patient¿s popliteal as well as using an x-ray. The fragment was not located, but as to date no patient complications were reported. The device was discarded at the hospital.